Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) a proximal lead was received. Visual analysis noted the helix would not function due to the is-1 pin being bent.

Event description:
It was reported that during the implant procedure, the physician experienced positioning difficulty and problems with extension and retraction of the helix. The lead was not implanted. No patient complications have been reported as a result of this event.